Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was evaluated by the patient's diabetes educator, who reported that the battery cap was damaged. The pump user guide instructs that the battery cap must be replaced a minimum of once a year. There is no evidence that the battery cap was replaced by the user. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient has replaced the battery cap and continued to use the pump with no reported subsequent events.